Manufacturer narrative:
Failure analysis revealed that the insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device also was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The unit was received with severely scratched lcd window.

Event description:
Customer reported that her insulin pump's numbers keep moving. Customer stated she removed the battery but the issue still persists. Customer's blood glucose was 276 mg/dl. She also stated the issue occurred when she was trying to deliver a bolus. Customer could not recall any significant events leading to the issue. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.